Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 900 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as nausea, vomiting, abdominal pain, and difficulty breathing. The customer was wearing the insulin pump during the incident. The caller stated the pump was under delivering insulin as they had a received a motor error. Troubleshooting was not completed but the pump passed a self test and displacement test and failed a high pressure test twice. The caller stated the customer had pneumonia. The insulin pump will be returned for analysis.